Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported a misidentification of burkholderia pseudomallei as burkholderia cepacia. Due to the b. Pseudomallei being highly pathogenic (class 3), culture submittal is not possible. Investigation confirmed that b. Pseudomallei is not in the vitek ms knowledge base; however other burkholderia spp whose peak list is almost identical may be proposed, but with lower certainty.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6), 2015 a customer reported a patient isolate which appears as b. Pseudomallei infection based clinical observation and diagnosis. Testing via vitek ms tm ((B)(4)) identified the organism as b. Cepacia. Vitek 2 correctly identified the organism as b. Pseudomallei. Results are as follows: test date: (B)(6) 2015, sample ID: (B)(4), vms ID result: b. Cepacia, vt2 ID result: b. Pseudomallei. (B)(6) 2015, (B)(4), no ID, b. Pseudomallei. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health.